Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the main device was replaced on (B)(6), override pulls are not crossing into epic. The same workflow is functioning correctly on (B)(6) and other stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that it was an epic issue and customer requested to close the case. Customer stated that the issue was due to site configuration, which was identified and corrected. The system functioned as intended after the issue was resolved.